Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a communication error when it was plugged in. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was confirmed, but a definitive root cause could not be determined. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. After drying the device the image was restored. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. This issue is addressed in the instructions for use (IFU): wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them as described in section 3.3, ¿inspection of the endoscope¿. After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right. Olympus will continue to monitor the field performance of this device.